Event description:
It was reported that the patient heard his cardiac resynchronization therapy - defibrillator (crt-d) device alarming two days post implant. Stored device data revealed that high bipolar impedance values had been recorded for the left ventricular (lv) pacing lead. Provocative testing was unable to recreate the abnormal impedance values. The lv lead alarm was turned off and the device was reprogrammed to a different lv pacing polarity configuration. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 implantable tachy lead 2010 (B)(6); 5568-45 implantable pacing lead 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.